Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -9.5/3.0/103 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Patient information:unk. This product is not marketed in the us. Off label use: age <21 years. Claim# (B)(4).